Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the chest x-rays identified the hf sensor was migrated from the left pulmonary artery to the right pulmonary artery. The physician requested the sensor check via echocardiogram due to inconsistent readings and recalibration was performed.